Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use (B)(4) ver a, " do not release the occluder from the delivery cable if the occluder does not conform to its original configuration."

Event description:
On (B)(6) 2018, an 8/6mm amplatzer duct occluder was selected for implant. The first aortic retention disc deployed deformed, and would not return to its original conformation. The device was released and remains implanted. The patient is reported to be stable.